Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd cleo infusion set experienced three infusion set issues, including two instances of failure to adhere upon insertion and one occurrence of a bent cannula, with an associated blood glucose level of 240 mg/dl. There was patient involvement, and no patient injury was reported.